Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction to b5 field: describe event or problem . Upon receipt at our post market quality assurance laboratory, a thorough evaluation, lead was returned severed approx.470mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Hipot test was not performed due to condition of lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and loss of capture. New lead was implanted. Lead was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to dislodgement and loss of capture. New lead was implanted. No additional adverse patient effects.